Event description:
It was reported that ¿monitor failed to alarm when nerve was cut. Using harmonic scalpel and pretesting with hemostat pinching prior to cutting¿the nim has been used multiple times since this product event and the facility has had no more issues. At this time, the facility does not plan to return the devices for evaluation or repair.¿

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. Concominant devices: patient interface 8253200, response, 510k: k083124, serial (B)(4), lot# 205815448. Manufacture date: april 5, 2012 electrode 8227410 paired 2 channel, 510k: k990793, probe 8225101 5pk std prass flush tip, 510k: k934426, (B)(4). Method: no testing methods performed. (B)(4).